Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer "catheter rupture 7.5cm from the exit-site. The device was fixed with the subcutaneous fixation system. The patient feels pain at the time of infusion, the nurse removes the PICC and notes that it is broken 7.5cm from the exit-site. The device was anchored with a subcutaneous fixation system." No other information was provided.